Event description:
During cardiopulmonary bypass the perfusionist noticed that she could not completely shut the air oxygen mixer off. Perfusionist could turn the flow down to 3 lpm, the biomed could turn the flow down to 1 lpm but not completely off.

Event description:
The lay user/patient contacted lifescan alleging the meter displays error 1 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have data corruption. A secondary issue was also noted as pcb contamination. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.